Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar curved scissors (mcs) tip cover fell off. An investigation was completed to determine the cause of this reported event. At the point of removing the mcs instrument from the robot, the mcs tip cover accessory loosened and fell off the mcs instrument. The tip cover accessory fell off outside the patient¿s body. A new tip cover accessory was installed, and the surgery continued. No site visit was conducted. The system was working properly, and no additional action was required. The probable root cause of mcs tip cover accessory falling off cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs instrument broke and a fragment fell outside the patient during a da vinci assisted procedure. The fragment was from the mcs tip cover accessory that enters the patient and has the potential for a fragment to fall into the patient. There was no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported, that during a da vinci-assisted prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was being used to cut and then the surgeon requested an instrument exchange. At the point of removing the mcs instrument from the robot, the mcs tip cover accessory loosened and fell off the instrument. The tip cover accessory fell off outside the patient¿s body. A new tip cover accessory was installed, and the surgery continued. The procedure was completed with no reported injury. An attempt is in progress to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.